Manufacturer narrative:
Damaged semi-circular canal received bonecement covering to prevent further leakage.

Event description:
Pt was implanted with the esteem sys (B)(6) 2014. On (B)(6) 2014 pt expressed he was experiencing vertigo. Doctor (B)(6) performed a revision surgery on (B)(6) 2014 to investigate, and used a bone cement to patch damage to one of the semi-circular canals. Doctor li affirmed that this incident does not appear to be device related.